Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 191 and 190 mg/dl. The customer's expected fasting blood glucose test result range is 86 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 102 mg/dl and 110 mg/dl using truemetrix air meter. The back to back results were within the customer's range and he stated he was satisfied with the product. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set): (B)(4). Memory concerns: the customer is concerned with the results of 191 mg/dl and 190 ml/dl.